Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. As result the lead was surgically abandoned during a procedure performed to replace the implanted pacemaker due to normal battery depletion. A new rv lead was implanted at the procedure. No adverse patient effects were reported.